Event description:
A report was received that the patient's right lead and one contact on the left lead are exhibiting high impedances. The bsn sales representative tried reprogramming the patient but was not successful. An x-ray was taken which suggested a lead fracture. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50 (B)(4) description: scs 50cm iii lead.

Event description:
A report was received that the patient's right lead and one contact on the left lead are exhibiting high impedances. The bsn sales representative tried reprogramming the patient but was not successful. An x-ray was taken which suggested a lead fracture. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information indicated that the patient underwent a revision procedure. The physician explanted the patient leads and implanted a new system. The patient is reportedly doing well and getting good stimulation. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.